Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial# unknown, explanted: (B)(6) 2017, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances were measured. High impedances were measured on all electrode combinations except for c-2. A revision was done and intraoperative testing found the lead had normal impedances. The extension was explanted and replaced. The cause of the event was unknown. Following the revision, the issue was resolved. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
Additional review determined the following patient code was related to this event: (B)(4).

Event description:
Additional information received from a manufacturer representative reported the patient did not receive therapy effectively. No patient falls or trauma was reported. The cause of the high impedances was not determined and no issues with the extension was noted during the replacement procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.